Event description:
During a colonoscopy procedure, it was reported by the medical facility that all display images turned blue. The device was withdrawn and the case was concluded with another colonoscope. There was no patient injury or other negative health consequence.

Manufacturer narrative:
The colonoscope was returned to the endochoice service ctr for evaluation and repair. It was found that fluid had leaked into the endoscope, affecting internal electronic components. This was determined to be the cause of the reported issue.